Event description:
Blood leaks occurred after start of treatments. The leaks were observed with leak detector and visually. The total blood loss volume was 150cc each. The patients were well and no medical treatments were given.